Manufacturer narrative:
Covidien ref # (B)(4). Covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the compressor, compressor printed circuit board (pcb), air dryer assembly, solenoid valve, and direct current (dc) compressor cable. Device passed the performance verification test (pvt).

Event description:
Customer reported that an 840 ventilator was inoperable. The device was being used on a patient when event occurred. The patient was not harmed or injured as a result of the reported event.